Manufacturer narrative:
Corrected: if other provide code -explain, patient codes. Corrected from "device not returned" to "device discarded". Corrected to reflect the correct updated information. Internal complaint number: (B)(4). Autonumber : # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Device discarded.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure, t.w. Power supply was determined to have caused issues regarding the hemopro not burning consistently and the handle getting hot. No patient involvement.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure, t.w. Power supply was determined to have caused issues regarding the hemopro not burning consistently and the handle getting hot. No patient involvement.